Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Do not use barrier cream on the perineum when using the purewicktm female external catheter. Barrier cream may impede suction." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient got urinary tract infection recently when using the purewick female external catheter and even at the hospital while using it there. The doctor advised the patient that it could be due to using the purewick and gave medicine. It was unknown what medical intervention was provided for urinary tract infection. Per additional information received via follow up on 30aug2021, stated that the patient could not be sure if the urinary tract infection in the hospital was from the purewick urine collection system or not, but the doctor stated that it could have been. Also stated that the patient was treated with antibiotics.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient got urinary tract infection recently when using the purewick female external catheter and even at the hospital while using it there. The doctor advised the patient that it could be due to using the purewick and gave medicine. It was unknown what medical intervention was provided for urinary tract infection. Per additional information received via follow up on 30aug2021, stated that the patient could not be sure if the urinary tract infection in the hospital was from the purewick urine collection system or not, but the doctor stated that it could have been. Also stated that the patient was treated with antibiotics.